Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "had to take out to reposition and stent was to curled so needed to use another one." Affected eye unknown. Surgery was completed with another xen®45 gts. There was no eye injury.